Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: unknown. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was potentially exposed to a contaminated steroid from a compounding center. The implantable neurostimulator was to be explanted on (B)(6) 2013, because the patient required a magnetic resonance imaging scan to rule out fungal meningitis. The patient had been receiving effective stimulation therapy; however, it was also noted the patient had been experiencing pain in the low back and legs. It was later reported that the patient recovered without sequela and was going to be re-implanted at a later time.